Event description:
It was reported that the anesthesia system failed the system check out. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system did not pass the system checkout test due to a leakage, the pressure transducer test and the safety valve test also failed. Our distributor field service engineer investigated the anesthesia system. We have however not received any information stating how the reported system checkout issues were solved. The anesthesia system was successfully tested and cleared for clinical use. A complete set of device logs was received and the logs show that the pressure needed for passing the reported sub tests could not be achieved due to leakage. The true cause of the leakage has not been determined.

Event description:
Manufacturer's reference number: (B)(4).